Event description:
The customer stated that the insulin pump was submerged in water. The customer also stated that the insulin pump was cracked and water got inside the liquid crystal display. The customer reported a blood glucose reading of 212 mg/dl at the time of the call. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage found on the electronic assembly.